Event description:
Patient's caregiver called this morning to report patient's 5fu cadd pump started beeping nonstop last night. Instructed patient to come in today when possible. Patient arrived after his radiation appointment. 5fu cadd infused 55.70ml out of 100ml. Provider and pharmacy notified. Attempted to use 2 other pumps but both unsuccessful.